Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had an overdose. The pt experienced mental changes as a result of the overdose. The symptoms began following a refill session. The pump was interrogated and it was discovered that the low reservoir and empty reservoir alarm were occurring. The opt was filled with 40ml of medication on (B)(6) 2011. The drug used in the pump at the time of the event was morphine. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.